Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that they were getting high impedance >40k on contacts 12, 13, 6, 7. Rep said the healthcare provider (hcp) used sterile water to flush the lead pocked. Rep also checked impedances with a wens and got the same results. Doctor is closing up and rep will check impedances post-op.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Outbound call made to manufacturer representative (rep). Rep reports that they initially connected to the ins showing all good conne ctions/all green impedances. After the physician was doing multiple rinses with saline, sterile water , and some kind of sterile water/"alcohol solution or something that they mixed with the solution" they re-paired to the ins and checked the impedances which is when they saw >40k on contacts 12, 13, 6, 7 and called patient and technical services to troubleshoot. Rep reports they believe the sterile water/alcohol solution is what caused the high impedance reading stating that they were told by the scrub tech that physicians typically don't like that solution to rinse. Rep reports that the patient's impedances have all been within normal limits at the post-op appointment, and on multiple occasions since initial implant. Rep reports meeting with the patient just yesterday and that their system (connectivity/impedances) and therapy is doing well.